Event description:
This spontaneous case was reported by a female consumer who received treatment with poly-l-lactic (sculptra) in apr-2006. Relevant medical history and concomitant medications were not provided. Consumer reports that immediately after the procedure, she felt her throat closing had trouble breathing and swallowing. She also felt nauseous and has been vomiting on and off since her treatment. Consumer also developed a severe headache and stated her head feels like it is shaking. In apr-2006, she wento the emergency room. She was treated and discharged. She also stated her face is bruised and has such swelling that one can see her eyes.